Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
As reported by our affiliates in germany, seven years and 5 months post implant of a sapien xt valve, it was replaced by a sapien 3 ultra valve (viv) due to re-stenosis. The patient was doing well post procedure. The sapien xt valve had mild regurgitation and a gradient of peak/mean 40/24mmhg. Valve area was 0.5cm2 with a velocity of 3.1m/sec.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient.  Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.    Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, there was no allegation or indication of a manufacturing non-conformance.  Based on the limited information provided, the root cause for the valve stenosis seven years and five months post valve implant could not be confirmed, but may be related to the pre-existing valvular disease process. The patient¿s medical history was not provided.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), approximately ten years post implant of a sapien valve, it was replaced by a sapien 3 ultra valve (viv). The patient was doing well post procedure.